Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of malfunction: one hour after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, one hour after uneventful clip deployment, bleeding continued. Manual compression was applied for one hour to achieve hemostasis. One unit of blood was transfused. Hospitalization was extended one day for observation. There were no reported adverse pt effects. No additional information was provided.